Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 17116620/17354057.

Event description:
It was reported that the patients ipg was nonfunctional. It was noted that the stimulator was beneficial for the first few years however, the patient began experiencing some side effects due to the stimulation which caused more anxiety. The patient underwent an explant procedure wherein everything was removed and will not be returned. The patient was doing well postoperatively.